Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was approximately 20 - 50 ml of yellow tinged fluid in the overpouch of an exactamix dual chamber eva bag. This was discovered prior to use and the source of the leak could not be found. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The partially filled device was received for evaluation. The one-time-use clamps on both inlets ports of the dual chamber bag were closed, and one of the manual add ports had a foil covering. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed by manually squeezing the bag, and no leaks were identified. The device was then emptied and completely refilled with water, and leak testing was again performed with no leaks noted. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.